Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. During support, there was an unexpected automated impella controller (aic) shutdown. The aic abruptly shutdown before automatically restarting. In case of the blank screen, the console appeared to be powered. The console was power-cycled and tried again. The nurse said the screen went blue, the aic turned off for about 10 seconds and turned back on. At this time, the patient is still on support.

Event description:
Patient outcome at explant is survived.

Manufacturer narrative:
B5: added information regarding patient outcome.

Manufacturer narrative:
D6a should have been left blank